Event description:
I recently wore a holter monitoring device provided by (B)(6) hospital of (B)(6) for 48 hours, and I experienced a severe skin reaction specifically from the green foam material on the patches. I want to clarify that my reaction was not from the adhesive or sticker itself -- it was from direct contact with the green foam. During the monitoring period, my skin became extremely itchy and irritated, and I woke up several times from the discomfort. The skin remains raised, tender, and itchy even after removing the patches 17 hours later. I continue to feel the same discomfort I did while wearing the patches. This level of irritation seems unnecessary for a medical device intended for extended wear. I have read online that other patients have reported similar issues which suggests a potential product safety concern. I am asking that this issue be reviewed and that steps be taken to reformulate or replace the foam so other patients do not experience this same reaction. I have photos documenting the skin irritation and can provide them upon request. Thank you for your attention to this matter. I'm awaiting results on this testing; I can or provide the extra details to the questions asked.